Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the right lead had several high impedances, and the patient felt pain and an increase in stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.